Event description:
Cryoablation procedure started at 8:30 am. Patient scheduled for pulmonary vein isolation. All act data were well over 300: between 391 and 415. Initial inr before the procedure 2.8. During the procedure, a double transseptal puncture was used in this patient in order to give an additional access to a separate circular mapping catheter (lasso), and both sheath were under continuous flush. At the first freeze, the error message 50012 (the refrigerant delivery path is obstructed) occurred once. At the end of the 3rd or 4th freeze (in the left inferior vein) an ice cap was observed for a few seconds. This was seen under fluoroscopy at the 20° limit, when the balloon deflates. All freezes well within the usual temperature ranges. During the procedure, while flushing the sheath after contrast media injection, the physician also had seen air in the sideport, and flushed this. During the whole procedure, the patient was under conscious sedation (propofol). The procedure was finished at 11:15 am. An adverse event was observed after the procedure; the patient suffered a severe stroke. The physician noted two details following analysis of movies from the procedure: after the first freeze in the lspv and deflation of the balloon, there was contrast media remaining in the lower branch for approximately 15 seconds. Also, a suspicious structure (possibly a clot) was found at the tip of the balloon during the first injection of the lspv.

Manufacturer narrative:
The sheath used during the procedure is not being returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.